Event description:
It was reported that the patient experienced ineffective stimulation due to a fractured lead. Surgical intervention was undertaken on 17 march 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead was fractured.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000096321. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.